Event description:
It was reported that pump displayed cartridge alarm 20 during cartridge loading, and caller also indicated similar cartridge alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support and was informed that pump would be replaced, with additional replacement details handled under another case. Customer will use backup pump.